Event description:
Customer alleges that the unit displayed manual mode prior to pt being connected when the unit is configured to operate in the semi-automatic mode. Pt was required to be monitored only. No reported adverse pt outcome. Service rep unable to duplicate reported condition. Proper operation of the device was confirmed.